Manufacturer narrative:
Concomitant medical products: xom unknown nim (patient interface): manufacture date ¿ unknown, serial number ¿ unknown, lot ¿ unknown; xom unknown nim (incrementing probe): manufacture date ¿ unknown, serial number ¿ unknown, lot ¿ unknown. (B)(4). The device is end of life and will not be returned for analysis. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim 2.0 system was generating false positives during a thyroid removal surgery. The customer received a response when the stimulating probe touched a muscle. Near the end of the case, the surgeon was removing the right side of the thyroid. The incrementing probe bumped the thyroid and generated visual and audible signals alerting the user of an issue. Because this happened near the end of the case the surgeon was able to remove the right side of the thyroid. However, the surgeon decided not to continue in removing the left side of the thyroid and will reschedule that portion of the procedure. Although there was no patient injury as a result of this event, the patient had already received anesthesia which carries inherent risks.